Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: stated, when priming is successful and she takes her injection, the flow will stop before she's completed full dosage so she has to use a second pen needle to complete injection.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: stated, when priming is successful and she takes her injection, the flow will stop before she's completed full dosage so she has to use a second pen needle to complete injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.